Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A materials mgr reported the vacuum was not suctioning properly prior to surgery. There was no pt involvement. The scheduled case was performed with an alternate system.